Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that t:slim x2 pump battery did not charge reliably, and charging connection remained unstable so caller had to hold cable in place or position pump carefully, with visible damage noted on usb port. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.